Event description:
Water blister [blister]. Used it on her arthritic ankle [device use issue]. Made her skin peel [skin exfoliation]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient has used this product a few times and it gave her relief. She also used it on her arthritic ankle and the heat was soothing. However, she used it two days ago on her neck, and like the other times it was soothing; however, it created a water blister this time, and made her skin peel on (B)(6) 2019. She now had a salve on it and a silver bandaid. She hoped it will heal quickly and wanted to know how she can get the soothing and healing effect now. The action taken for the product and events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event blister as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events device use issue and skin exfoliation are non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw 8 products. The pcom search returned a total of 81 complaints for nsw8 products during this time period for the class/subclass. Of the 81 complaints; 18 complaints have the batch number recorded as ¿unknown¿. The 63 remaining complaints were evaluated. There were no complaints confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search for the subclass of adverse event for nsw 8 hour products the data did show an increase over time (36 months). Adverse events for burns show peaks on (B)(6) 2018 and on (B)(6) 2019. Thermacare burn rate surveillance was included in management review on 23jan2019. In the most recent 6 month period (jun-dec2018), (B)(4).

Event description:
Water blister [blister], made her skin peel [skin exfoliation], used it on her arthritic ankle [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient has used this product a few times and it gave her relief. She also used it on her arthritic ankle and the heat was soothing. However, she used it two days ago on her neck, and like the other times it was soothing, however, it created a water blister this time, and made her skin peel on (B)(6) 2019. She now had a salve on it and a silver bandaid. She hoped it will heal quickly and wanted to know how she can get the soothing and healing effect now. The action taken for the product and events outcome was unknown. Conclusion from the product quality complaint group included: company clinical evaluation comment: the root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw 8 products. The pcom search returned a total of 81 complaints for nsw8 products during this time period for the class/subclass. Of the 81 complaints; 18 complaints have the batch number recorded as "unknown". The 63 remaining complaints were evaluated. There were no complaints confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search for the subclass of adverse event for nsw 8 hour products the data did show an increase over time (36 months). Adverse events for burns show peaks on (B)(6) 2018 and on (B)(6) 2019. Thermacare burn rate surveillance was included in management review on 23jan2019. In the most recent 6 month period (jun-dec2018), (B)(4). Follow-up (22feb2019): new information received from product quality complaints included: investigational results. Company clinical evaluation comment: based on the information provided, the events blister as described and skin exfoliation are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events blister as described and skin exfoliation are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.